Event description:
It was reported that during shift check using a manikin, user advisory 17 (max motor on time exceeded during active operation) was indicated and that lifeband was not twisted. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.